Event description:
Underwent the essure permanent birth control procedure in (B) (6) 2009. Essure micro-implants were placed in my fallopian tubes on (B) (6) 2009 at an out-patient facility in (B) (6). The doctor that performed the procedure was dr (B) (6) of (B) (6). I had a confirmation test performed on (B) (6) 2009. The test was a hysterosalpingogram -hsg- which was performed at (B) (6) medical center in (B) (6). The hsg was also performed by dr (B) (6). The results of the hsg confirmed correct placement of the essure micro-implants and complete blockage of the fallopian tubes. It was determined -via ultrasound- during my annual ob/gyn exam on (B) (6) 2010 that I was approx 7 weeks pregnant. The cause of the device failure cannot be fully determined at this time, although it appears that one of the essure micro-implants became dislodged and migrated. Therefore, at some time after it was confirmed that both of my fallopian tubes were blocked - (B) (6) 2009-, one of them became unblocked. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: permanent birth control.